Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was 121 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.